Event description:
It was reported that the device was used during a low anterior resection procedure. It was reported by the affiliate that the surgeon could not fire the device. Another device was used to complete the case. There was no patient consequence.